Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker was in high output mode as a result of interrupted/failed auto capture tests. No intervention was performed. Patient was stable.